Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, r wave amplitude remains low with last measured at 0.9millivolts.

Event description:
It was reported that the right ventricular (rv) lead r sensed wave was low, the settings were re-programmed and the lead remained in use. Approximately, two weeks later follow up checked in bipolar mode revealed undersensing. Isometric movement was performed and there was no changed in the sensed wave. The rv sensing value was changed and isometric movement check revealed no oversensing. Physician reviewed the sensing values and the polarity mode was changed to unipolar. It was also reported that in (B)(6) 2015 undersensing was observed in unipolar mode. The rv lead remains in use, and the patient will be monitored. No patient complications have been reported as a result of this event.